Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on an unspecified date in (B)(6) 2012, the patient's insulin pump did not deliver insulin for five days. The patient reportedly obtained blood glucose readings greater than 300 mg/dl for five days, and the patient was taken to the emergency room. There was no report of the patient experiencing any symptoms of high or low blood glucose levels. The patient's pump was reportedly lost after this visit to the hospital. No troubleshooting could be performed. The patient did not suffer an adverse event due to the reported pump. The patient's blood glucose levels without symptoms were not indicative of severe injury as defined by animas. However, as the insulin delivery issue was not resolved, this complaint is being reported.